Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event where they mentioned the pitchfork did not lock in as it should, cannula was hurting when inserted, they also reported it was bleeding a bit when he removed the site from their belly on (B)(6) 2026.